Event description:
It was reported that the bd nano¿ 2nd gen pen needles tear drop label was missing. This is 2 of 2 related events. The following information was provided by the initial reporter: consumer reported found 2 pen needles missing the paper tear tab on non patient end of needle lot # 2200709 . Catalog# 320550. Date of event 04/14/2023 = 1 pen needle. Date of event unknown = 1 pen needle last week. Sample status awaiting sample = 2.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles tear drop label was missing. This is 2 of 2 related events. The following information was provided by the initial reporter: consumer reported found 2 pen needles missing the paper tear tab on non patient end of needle lot # 2200709, catalog# 320550, date of event 04/14/2023 = 1 pen needle, date of event unknown = 1 pen needle last week, sample status awaiting sample = 2.